Manufacturer narrative:
Batch review performed on 15 july 2019: lot 135612: (B)(4) items manufactured and released on 16-january-2014. Expiration date: 2018-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional devices involved. Batch review performed on 15 july 2019: stem: amistem h 01.18.132 ha coated std stem size 2 (k093944). Lot 153421: (B)(4) items manufactured and released on 21-october-2015. Expiration date: 2020-10-11. No anomalies found related to the problem. To date, 90 items of the same lot have been already sold without any similar reported event. Ball heads: cocr 01.25.012 cocr ball head 12/14 ø 28 size m 0 (k072857). Lot 141730: (B)(4) items manufactured and released on 29-july-2014. Expiration date: 2019-06-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient was complaining of a leg length discrepancy so stem, head and liner have been revised 1 year and 8 months after primary, the cup has been left in situ. The surgery was completed successfully.